Manufacturer narrative:
(B)(4). The patient ventilation was not interrupted. The ventilator continued to be used until the patient was extubated. The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the graphic user interface. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during use on a patient touch screen on a 980 ventilator would intermittently become unresponsive. The clinical staff would wipe down the screen and it would then resume functioning.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.